Manufacturer narrative:
Ni

Event description:
A customer reported the asp automatic endoscopic reprocessor (aer) system leaked cidex opa on to the floor. The facility repaired the unit locally by replacing a skinner valve to resolve the issue. The valve was disposed and it is not available for investigation. The facility stated that the unit is operating normally.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR (device history record) for the aer (sn (B)(4)) was reviewed and no issues were noted. The service and complaint history review for six months (from (B)(4) 2009 to (B)(4) 2010) found two other complaints for the e01 error code. Two other product issues were opened for the same error code in the six month period. One of the complaints was for a different aspect of the event (eye irritation). Trending analysis for fluid leak issues was completed for (B)(4) 2009 through (B)(4) 2010. The trend line lies below the calculated upper control limit. Trending analysis for the problem code ''e01-reservoir tank'' was completed for (B)(4) 2009 through (B)(4) 2010. The trend line lies below the calculated upper control limit. The fmea (failure mode effects analysis) associated to spills / leak failure modes for the aer have overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) was reviewed for cidex opa/disopa and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category I, or ''broadly acceptable risk.'' The hhe (health hazard evaluation) was reviewed for user complaints of symptoms such as shortness of breath, coughing, dizziness, and hallucinations. The hazard index was found to be 3 or lower, indicating negligible risk. The hhe (health hazard evaluation) was reviewed for complaints of ''headaches'' for cidex opa, disopa. The hazard index was found to be 3 or lower, indicating negligible risk. The hhe (health hazard evaluation) was reviewed for e01 error causing overflow in the basin, resulting in a disinfectant leak. The hazard index was found to be 4, indicating negligible risk. This report (medwatch number 2150060-2010-00051) addresses the unit leaking. Medwatch number 2150060-2010-00049 covers the report of eye irritation (alert date(B)(4) 2010) as well as leaking. Replacing the skinner valve resolved the issue. The valve was disposed by the customer.